Event description:
It was reported, the pt stopped feeling stimulation and is unable to increase the amplitude past the perception level in two of his three programs. The third program is fully functional. The MFR has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.